Event description:
It was reported that there was concern that the implantable pulse generator (ipg) had "sudden" elective replacement indicator (eri). The device had showed an expected remaining time at the last follow up visit, yet it had reached eri before that date. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.